Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a different model lens because the pt could not tolerate the halos, shadows and diplopia. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Haptic and optic damage was observed. Solution is dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. The root cause for the reported complaint could not be determined by the investigation. Optical resolution and focal length were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).